Manufacturer narrative:
Upon retrospective review, it was discovered that the initial report was submitted under manufacturer report number 1628664-2018-02098 as abbott manufacturing inc, (B)(4) was incorrect. The correct manufacturer name, city and state is abbott (B)(4) which is this report. A review of the reaction graph for the suspect result and found an elevated absorbance reading. No customer returns were available for evaluation. A search of the complaint database by product lot number found no other tickets similar to the current complaint issue. The trend review by the product list numbers found no adverse or non-statistical trends related to this issue. Review of product labeling revealed adequate labeling for the interpretation of assay results and troubleshooting this complaint issue. The alinity ci-series system operations manual provides multiple probable causes for elevated and erratic results. A product deficiency was not identified.

Event description:
The customer observed falsely elevated results while using alinity c creatinine reagents. The following data was provided for the same patient. No specific patient information was provided. Sid (B)(6) initial 2.67 mg/dl. Repeat (no sid provided) 0.75, 0.71 mg/dl. Repeat using a new sample. (Sid (B)(6)) 0.73 mg/dl. No impact to patient management was reported.